Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the continuous glucose monitor (cgm) history shows low blood glucose (bg) alerts and the has alarm sound was set to high, but did not receive a audio alarm for a low bg cgm reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2016-product analysis: the device was returned and evaluated by product analysis on 06/30/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the occurrence of low-limit continuous glucose monitor (cgm) reading alarms. The transmitter successfully paired with a test pump and was able to calibrate appropriately. A blood glucose (bg) reading below the programmed low-limit cgm setting was created in a simulated environment, causing the system to appropriately alarm for a low bg. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.